Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
According to the reporter, the patient status post external fixation returned to hospital bed. A few days later the straight outrigger post 11 mm broke on the external fixator. The shantz pins and/or the pin clamps were not damaged or disturbed. This surgeon's pa replaced the outrigger post on the external frame.